Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they replace battery couple of times and the insulin pump did not turn on. The customer blood glucose level was 342mg/dl. Customer was treated through a manual shot. The device will not be returned for analysis.